Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information: h2, h3, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by corrosion at the plug unit and an incorrect electrical connection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colonovideoscope exhibited an e315 error code (scope error). The issue occurred during inspection for use. There were no reports of patient involvement.